Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide, before you begin, make sure you have the following items: vial of u-100 humalog or u-100 novolog insulin.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 180-190 units of insulin during the load sequence with multiple cartridges. Reportedly, customer was using off label supplies to load the cartridge. A new cartridge was loaded to resolve the issue. Customer¿s blood glucose level was 199 mg/dl.